Event description:
(B)(6) 2022 (B)(6) (rep): information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's recharger gets really hot and the implanted device gets hot during recharging. The caller indicated that they saw rm06 and recharger was replaced previously, see (B)(4). The issue was not resolved through troubleshooting. The caller did not want to replace the recharger again. Technical services (tss) reviewed that if the recharger is getting hot it should be replaced. The caller was going to attempt to charge with the patient and then contact tss to get a replacement recharger if it was getting hot. Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported they are still getting system problem rm06 message since getting the new recharger (rtm). Patient reported the incision area gets hot and weird sensation on the body and pain on the incision area for more than a month. Patient stated someone came to check the implant two weeks ago at their healthcare provider (hcp) office. Patient stated he has an apt with pain management hcp today. Patient asked to replace the rtm again to see if that will help. When they called back to provide serial numbers, they reiterated details and said their body and the coil of the recharger antenna was getting hot to the touch when charging the implanted neurostimulator(ins). A replacement rtm was sent out. Additional information was received from a manufacturer representative (rep) regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). The rep reported that they had told the patient to call them if they continued to have any recharging issues and if the ins site was continuing to get hot. The rep provided their card and they have not received a call, which leads them to believe that the recharger (rtm) that they received is working. The rep assumes that the issue has been resolved because they have not been contacted by the patient. The patient was instructed to call the rep if it was still getting hot. Pt called back from registered number. Pt received their replacement recharger antenna (rtm), but since about a month ago they noticed their rtm was still getting hot when charging their implanted neurostimulator (ins) and the controller would get very hot when charging their ins. Pt noted they still kept seeing the "system problem: cannot continue: call medtronic: rm06" message. Pt initiated a charge session to their ins and was able to recharge with excellent quality. Pt noted their controller battery was at 70% and their ins battery was at 30%. Patient services specialist (pss) consulted with repair and decided to replace the controller. Pss sent an email to repair to replace the controller.

Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6) product type recharger product ID 97745 serial# (B)(6) product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), h3: analysis of the recharger (serial# (B)(6)) found no anomalies. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.